Event description:
The customer reported to customer service that the wires on the transformer of her pump in style breast pump were exposed and had sparked which is a safety issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that she saw sparking from the wires on her transformer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at this time. (B)(4) was initiated for pump in style transformers overheating/melting issues. A field action safety notification on (B)(4) 2011. Activities related to this notification are on-going.